Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited increased lead impedance measurements of over 3000 ohms.